Manufacturer narrative:
The reported observation of failure to provide adequate pain coverage was not confirmed. The root cause of the observation was not ascertained. A visual inspection of the returned paddle lead model 3228 found both lead tails had been cut. This resulted in 3 lead segments. Some lead body deformation was noted where lead wires were pulled through the lead body. No electrical testing of the lead was performed due to the as received condition.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated.